Manufacturer narrative:
One bivona® tts¿ cuffed pediatric with v neck flange tracheostomy tube was returned for investigation. The device was received inside a plastic bag and without its original packaging. Visual inspection was performed at a distance of 12" and under normal lighting. Examination found that a number 4 was marked on the connector. No defects were observed. During functional testing, the device cuff was inflated with air and the device was submerged under water. Bubbles (indicating a leak) were observed escaping from the device cuff. After the leak was detected, visual inspection was performed on the area were the bubbles were observed and a mark was observed. The mark was stretched and a hole was noted. A review of the manufacturing process was conducted for a product similar to the reported device. Review found that found that the assembly process was conducted occurring to the procedures. Additionally an audit of 32 assemblies was conducted. When reviewing the leak test, it was found that the test was not performed completely according to procedure and the airway line was not manipulated during testing. Investigation determined that the root cause of the observed hole in the device cuff was due to manufacturing. The most probable root causes being that the device was damaged after it left the manufacturing facility or that the cuff hole was not observed during the testing process.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Event date: the customer stated that the event happened sometime in (B)(6) 2016. (B)(4).

Event description:
It was reported that a tracheostomy tube cuff leak occurred. During the functional control check, the cuff was already perforated at several locations at the distal end. It was reported that there was also a tear at the distal end. The tracheostomy tube was never used in a patient as a result of failing the functional check, therefore, no adverse health outcomes occurred.